Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe needle shield was broken. The following information was provided by the initial reporter, translated from japanese to english: bdj found that the needle shield was broken/deformed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe needle shield was broken. The following information was provided by the initial reporter, translated from japanese to english: bdj found that the needle shield was broken/deformed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-feb-2023. H6: investigation summary: the customer returned (1) 0.3ml 29ga syringe reporting damage to the cannula shield. The syringe was visually inspected. Upon visual inspection, embecta was able to confirm the reported failure of damaged cannula shield. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of damaged cannula shield. No root cause can be determined at this time.